Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that a fluid leak was discovered after cancelling the pd treatment. During drain 2 of 3 the caregiver encountered multiple air detected in cassette warnings. When the caregiver opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The caregiver was advised by technical services to discontinue the use of the cycler and to inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the caregiver verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The caregiver reported that the new cycler arrived that same day so alternate treatments were not required. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that a fluid leak was discovered after cancelling the pd treatment. During drain 2 of 3 the caregiver encountered multiple air detected in cassette warnings. When the caregiver opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The caregiver was advised by technical services to discontinue the use of the cycler and to inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the caregiver verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The caregiver reported that the new cycler arrived that same day so alternate treatments were not required. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. The balloon valve actuation test passed. The ast (accelerated stress test) 3 hours was performed. No fluid leaks in the test cassette during the test. Motor b produced grinding noise during the test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the inside of the rear panel and on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. Fluid was found in the hp2 filter during the inspection. Fluid in the hp2 filter is a related failure to the reported symptom code- air detected in cassette warning .a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom codes. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.